Event description:
Related manufacturer reference number: 3006705815-2022-01099. It was reported the patient experienced ineffective stimulation, leg weakness, and is unable to place the device into MRI mode due to high impedances. Surgical intervention took place wherein the system was explanted on (B)(6) 2022 and replaced on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned paddle lead found two wires that were fractured. Both fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.